Manufacturer narrative:
The device was not returned to tenex. A follow-up report will be filed if any additional information becomes available.

Event description:
Following a procedure with the tenex health tx system, a minor burn of 3-4mmin diameter was reported on the patient's skin near the treatment site.